Event description:
The device was used during a prostato cystectomy procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site and manually sutured and cauterized to complete the procedure. The hospital has reported the pt's condition is satisfactory.